Event description:
It was reported that the patient was experiencing pain at the pocket site. It was mentioned that several reprogramming was perform. The patient underwent an ipg explant procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing pain at the pocket site. It was mentioned that several reprogramming was perform. The patient underwent an ipg explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160. Sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. However, a labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.